Manufacturer narrative:
(B)(4). Concomitant medical products: 185266 - vngd ssk 360 r fem 70mm - unknown; 184126 - vngd dist fem aug 70x5 ll/rm ¿ unknown; 184766 - series a pat std 34 3 peg ¿ unknown; 148344 - bmt splined knee stm v2 19x200 ¿ unknown; 148319 - bmt splined knee stm v2 16x120 ¿ unknown; 185206 - bmt 360 tib tray 83mm - unknown. No product was returned; visual and dimensional evaluations could not be performed. Operative notes for the surgery when the implants were implanted indicate no intraoperative complications and stated the patient underwent orif surgery for femoral bone fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04935, 0001825034-2018-04929, 0001825034-2018-04937, 0001825034-2019-03576, 0001825034-2019-03577, 0001825034-2019-03578.

Event description:
It was reported that the patient underwent right knee revision approximately 7 months post implantation. Subsequently, the patient underwent an open reduction internal fixation procedure approximately 4 months post revision surgery.